Event description:
Reportability changed based on product analysis. Same event as report #: 2134265-2008-01114. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire fracture occurred. The greater than 80% stenotic lesion was located in the calcified and non-tortuous left anterior descending (lad) coronary artery. The lesion was wired using the floppy rtw guide wire. During platforming the floppy rtw guide wire fractured outside of the patient. The device was removed and the procedure was completed with another rotablator guide wire and this rotalink 1.75mm burr. Upon reviewing the final procedure films, it was discovered that a 1-2cm piece of the guide wire's distal tip had fractured and was inside the lad. It was confirmed that the tip was from the original floppy rtw guide wire. The physician decided to leave the segment in the distal lad and stated it posed a low risk for further embolization. There are no future plans to retrieve the tip at this time. No further patient complications were reported. Patient status is reported as "fine". Product analysis found significant burr damage consistent with the wire damage.

Manufacturer narrative:
No complaint was reported on the burr, however the burr was returned with the wire. Product analysis found that the burr annulus was not within specification; the annulus was slightly misshapen but still relatively round. The burr was also microscopically examined as per procedure, and no diamonds were found in the inside diameter of the burr. No issues were noted with the unit's handshake connections. It was not possible to insert a test guidewire in through the lumen of the burr. The guidewire could be inserted through the burr annulus, but could not be inserted through the burr lumen. The guidewire was inserted through the proximal end of the catheter unit. Resistance was only met when the guidewire entered the burr lumen. The burr lumen was microscopically examined and no blockages could be seen. The burr was soaked in warm water for five minutes. The guidewire was reinserted into the catheter unit; it still not possible to insert the guidewire through the burr lumen. The rotalink catheter unit was wet tested with a test advancer unit; however, it could not be tested with a guidewire as it was not possible to insert a guidewire through the unit. No issues were noted during the wet test. As it was not possible to insert the guidewire into the burr lumen during analysis of the complaint unit, the severe damage to the burr lumen must have occurred during the last use of the burr. The device history record review confirms that this rotalink burr unit met all material, assembly and performance specifications. As the damage to the burr lumen is consistent with the burr not being continuously advanced and retracted while the burr was rotating, the root cause assigned to this complaint is user error.